Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated allegedly due to metal on metal complications; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event ¿ unknown; brand name - unknown; device information - unknown; date implanted - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown.